Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer opened a box of contour next test strips and the bottle was already open. No adverse event was alleged. The customer was advised to return the strips for investigation. Replacement test strips were sent to the customer.